Event description:
Hospital staff connected this c1 power cable to the power strip. However, the battery indicator did not light or flash. Hospital staff reconnected the power cable to the wall outlet, but the battery indicator did not respond. Hospital staff pressed the power button, but this c1 did not start. After pressing the power button several times, the alarm suddenly went off. At that time, nothing was displayed on the display. Hospital staff then rebooted the c1 and the startup was successful. The battery indicator was on and the battery was fully charged.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.